Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the customer was charging the pump for 5 minutes. Reportedly, the pump was not exposed to extreme temperatures. Customer's blood glucose level was 328 mg/dl. The customer continued using the pump for insulin therapy.